Event description:
Patient has been indicated for revision due to an unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2018-02411.